Event description:
A "sensor error" message was reported with the adc device. And the customer was unable to obtain readings. As a result, the customer experienced "sweating, tremors, cramps, confusion, seizure". And a loss of consciousness. However, there was no third-party treatment reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint. And there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on sensor patch and no issues were observed. Extracted data from returned sensor using approved software. Data analysis was reviewed and it was determined that it is consistent with the removal of a properly applied and functioning sensor. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "sensor error" message was reported with the adc device, and the customer was unable to obtain readings. As a result, the customer experienced "sweating, tremors, cramps, confusion," seizure, and a loss of consciousness however there was no third-party treatment reported. There was no report of death or permanent impairment associated with this event.